Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 116001c0 - otesus or table column, mobile. As it was stated, the column had no function, was very low and at an angle during orthopedic knee surgery on an anesthetized patient. The operation was continued in another operating room. It was stated that the table top was lifted up and the column was removed from the operating room. The seal at the transition from the lower sheet metal cover to the base plate was visibly worn. Furthermore, an ir receiver on the column was also found to be mechanically damaged. According to the staff description, the cause could be the use of water, which may have gotten into the interior of the device and caused a short circuit. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure causing a procedural delay due to the unplanned transfer of the patient to another operating room, was to reoccur. The affected device was evaluated by a getinge technician who confirmed the malfunction of the table. The damaged part (86015512) was replaced and the device was returned to use. Based on the investigation, it was concluded that at the time of the incident, the device was being used for the patient's treatment and therefore was directly involved in the reported event. Since the operating table malfunction occurred, it was determined that the getinge device failed to perform according to its specified functions. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular incident occurred. In the instructions for use (IFU 1160.01 en 16, page 112) detailed guidance on the cleaning procedure is provided. As the ir cover was mechanically damaged, what should have been noticed during the pre-use check/visual inspection, the damaged device should not have been used (IFU 1160.01 en 16, page 114). The customer is warned that when moving the independently manoeuvrable column there is a risk of collision with the environment (IFU 1160.01 en 16, page 78). In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure causing a procedural delay due to the unplanned transfer of the patient to another operating room, is related to the user error and not compliance with the instructions for use. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 17th july 2024, getinge became aware of an issue with one of our columns - 116001c0 - otesus or table column, mobile. As it was stated, the column had no function, was very low and at an angle during orthopedic knee surgery on an anesthetized patient. The operation was continued in another operating room. It was stated that the table top was lifted up and the column was removed from the operating room. The seal at the transition from the lower sheet metal cover to the base plate was visibly worn. Furthermore, an ir receiver on the column was also found to be mechanically damaged. According to the staff description, the cause could be the use of water, which may have gotten into the interior of the device and caused a short circuit. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the table during procedure, was to reoccur. Corrected b5 describe event or problem: on 17th july 2024, getinge became aware of an issue with one of our columns - 116001c0 - otesus or table column, mobile. As it was stated, the column had no function, was very low and at an angle during orthopedic knee surgery on an anesthetized patient. The operation was continued in another operating room. It was stated that the table top was lifted up and the column was removed from the operating room. The seal at the transition from the lower sheet metal cover to the base plate was visibly worn. Furthermore, an ir receiver on the column was also found to be mechanically damaged. According to the staff description, the cause could be the use of water, which may have gotten into the interior of the device and caused a short circuit. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure causing a procedural delay due to the unplanned transfer of the patient to another operating room, was to reoccur. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: n/a. Previous h6 health effect ¿ impact codes:. No health consequences or impact///2199. Corrected h6 health effect ¿ impact codes:. Delay to treatment/ therapy///4604.

Event description:
On 17th july 2024, getinge became aware of an issue with one of our columns - 116001c0 - otesus or table column, mobile. As it was stated, the column had no function, was very low and at an angle during orthopedic knee surgery on an anesthetized patient. The operation was continued in another operating room. It was stated that the table top was lifted up and the column was removed from the operating room. The seal at the transition from the lower sheet metal cover to the base plate was visibly worn. Furthermore, an ir receiver on the column was also found to be mechanically damaged. According to the staff description, the cause could be the use of water, which may have gotten into the interior of the device and caused a short circuit. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to the remote control or override panel leading to the inability to position the table during procedure causing a procedural delay due to the unplanned transfer of the patient to another operating room, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6), e1i event site telephone: (B)(6). The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
On 17th july 2024, getinge became aware of an issue with one of our columns: 116001c0, otesus or table column, mobile. As it was stated, the column had no function, was very low and at an angle during orthopedic knee surgery on an anesthetized patient. The operation was continued in another operating room. It was stated that the tabletop was lifted up and the column was removed from the operating room. The seal at the transition from the lower sheet metal cover to the base plate was visibly worn. Furthermore, an ir receiver on the column was also found to be mechanically damaged. According to the staff description, the cause could be the use of water, which may have gotten into the interior of the device and caused a short circuit. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the table during procedure, was to reoccur.